Event description:
It was reported that the external pulse generator had a varying atrial rate, between 40 and 80 beats per minute (bpm) when set to 80, but that the output was constant. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the ring was bent, and the ventricular output connector was not fully seated in the heart lead flex, as a result the connector was reseated. (B)(4).